Event description:
It was reported that a patient was brought in the hospital for a rib scan on the axiom aristos mx/vx system. The patient had his back to the wall stand for the rib exam when he fainted and fell to the floor. With his head the patient hit the "anchor" bolts of the system which are used to fix the wall stand to the floor. The patient was taken to the emergency room at the facility and received stitches.

Manufacturer narrative:
The system was checked by siemens local service engineer, (B)(4). No failure was detected. The unit is within specifications.